Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the mid (center) and lower (bilateral) abdomen on (B)(6) 2017 using legacy coolcore and to the bra roll/back (bilateral) on (B)(6) 2017 using legacy coolcurve. Treatment was given to the upper arms (bilateral) using legacy coolfit and bra roll/back (bilateral) using cooladvantage petite on (B)(6) 2017. Treatment was given to the upper and lower (bilateral) abdomen on (B)(6) 2018 using legacy coolcore. Treatment was given to the upper and lower abdomen again using cooladvantage, coolcore and to the bra roll/back (bilateral) and upper arms (bilateral) using cooladvantage petitie on (B)(6) 2018. The patient developed paradoxical hyperplasia (pah/ph) a few weeks after the first treatment and was diagnosed in the abdomen and bra roll (posterior) on (B)(6) 2019. Ph was described as well demarcated, non-tender and firmer than the surrounding soft-tissue. Distention of stomach, hard, swollen, bloated feeling of discomfort in abdomen and on bra bulge areas.

Manufacturer narrative:
*Section h.9 continued: z-1350-2022 this is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the cool sculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any cool sculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with cool sculpting to the mid (center) and lower (bilateral) abdomen on (B)(6) 2017 using legacy cool core and to the bra roll/back (bilateral) on (B)(6) 2017 using legacy cool curve. Treatment was given to the upper arms (bilateral) using legacy cool fit and bra roll/back (bilateral) using cool advantage petite on (B)(6) 2017. Treatment was given to the upper and lower (bilateral) abdomen on (B)(6) 2018 using legacy cool core. Treatment was given to the upper and lower abdomen again using cool advantage, cool core and to the bra roll/back (bilateral) and upper arms (bilateral) using cool advantage petitie on (B)(6) 2018. The patient developed paradoxical hyperplasia (pah/ph) a few weeks after the first treatment and was diagnosed in the abdomen and bra roll (posterior) on (B)(6) 2019. Ph was described as well demarcated, non-tender and firmer than the surrounding soft-tissue. Distention of stomach, hard, swollen, bloated feeling of discomfort in abdomen and on bra bulge areas.